Manufacturer narrative:
Concomitant medical products: 6932-65 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.